Event description:
As reported, during a bilateral inguinal surgery, the surgeon identified a size mismatch in one of the 3dmax mesh packages. It is alleged that a 3dmax mesh (medium) was inside packaging labeled as 3dmax mesh (extra-large). It is reported that the procedure was completed with the same 3dmax mesh (medium). Reportedly, the product packaging was intact, sealed, and properly labeled with the product details (lot no., catalog no. And expiry date). There was no patient harm or injury.

Manufacturer narrative:
As reported, during a bilateral inguinal surgery, the surgeon noted a potential labeling discrepancy in which a device identified as a 3dmax medium mesh was allegedly contained within packaging labeled as a 3dmax extra-large mesh. The procedure was reportedly completed using the 3dmax medium mesh. Based on the information currently available, and in the absence of photographs or the returned product sample for evaluation, the reported condition cannot be confirmed and no definitive conclusions can be drawn regarding the alleged labeling discrepancy. A review of the manufacturing records confirmed that the subject lot was manufactured in accordance with applicable specifications. To date, this is the only reported complaint associated with this manufacturing lot of 297 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.